Event description:
Pt was on heart lung pump during cardiac surgery and the venous (single stage) cannula broke at the connection. The pt did well with no injury or loss of hemodynamic stability. System immediately changed.